Event description:
Health professional reported that there was an explanted device in their possession that needed to be returned. No additional info was provided. Further follow-up with the health professional noted "port explant due to leak." The port was replaced.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the band tubing was broken and contained a sharp opening with evidence of brittleness. The port tubing noted a curved opening likely caused by a surgical-like puncture with leakage at the tapered region. The damaged port septum had evidence of coring likely to have been caused by the use of a coring needle. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."